Event description:
Investigation results completed on a smiths medical cadd-ms 3, slate gray, mdl 7400 pump. New updated information on date of event and returned device ,along with completed analysis.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd-ms 3, slate gray, mdl 7400 pump. Upon arrival a crack near the cartridge cap was revealed per medwatch form. Physically upon visually inspecting pump damage was noted to the rear housing. No evidence revealed in event log with software data. Complaint verified upon testing and visually inspecting pump and found cracked at syringe collar where the black cap goes. Rear housing was damaged by the customer and reported to be root cause by investigators. Device passed all functional testing. I

Event description:
Information received a smiths medical cadd ms3 pump was noticed having a crack near the cartridge cap. The clear plastic piece snapped off and was inside the cartridge chamber. Inside the chamber a white powdery film was noted. The consumer of pump switched to back up pump and malfunctioned pump was being exchanged. The consumer was experiencing nausea along with itching and pain at the infusion site. Damaged pump is being replaced as the malfunction may have contributed to consumers symptoms of nausea, along with itching and pain, as the delivery of pump may be altered. Infusion is life sustaining for pulmonary arterial hypertension.